Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results - endoleak. Reverse funnel shaped aortic neck.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the first 8mm of the aortic neck was 18-19 mm in diameter and then it went to 23mm in diameter (reverse funnel shaped). The aortic neck was 15 - 20 mm in length. The vessels were not tortuous and there was little calcification. It was reported that the final angiogram showed there was a type I endoleak. The proximal portion of the stent graft was ballooned; however, the endoleak was still present. The decision was made to place a palmaz stent proximally. This resolved what would have been type 1 endoleak. There were no other endoleaks observed at this time. No additional clinical sequelae were reported and the pt is fine.